Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The september 2007 15-month gi plastic stent product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent was used during an endoscopic retrograde cholangiopancreatography in 2007. According to the complainant, "[upon] deployment the guide [catheter] disconnected from thee push [catheter] and stayed in the patient. It took 50 minutes to retrieve the guide catheter. The physician had to use a snare and biopsy forceps (product and manufacturer unk) to pull it out". Reportedly, "... The guide catheter had to be pulled back through the stent - the stent stayed in place." And, there were no patient complications as a result of the reported event.